Event description:
Patient presented to physician with infection following the previously reported lead revision surgery. The physician surgically removed the inspire system due to the infection in the ipg and stimulation lead areas.

Event description:
Patient had second occurrence of stimulation lead extruding through the skin which required surgical intervention to address on (B)(6) 2020. The physician attributed this to blood thinner use. The lead wire was re-positioned resolving the issue and no infection was found.

Event description:
Stimulation lead migrated out of the skin at the level of the mandible. A procedure was done to re-insert a 2 cm portion of the stim lead that had emerged through incision dehiscence. The physician re-incised the neck incision, confirmed there was no infection, then tucked and sutured the exposed lead sub-platismally in place after heavy irrigation.